Event description:
It was reported via repair work order that the head section was missing which could potentially cause a delay of treatment. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.